Event description:
It was reported the wire broke on the single use sphincterotome while the physician tried to make a cut. The issue occurred during a therapeutic procedure (endoscopic retrograde cholangiopancreatography), which was completed with an olympus back up device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.